Manufacturer narrative:
Date sent to the FDA: 04/06/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a oophorectomy procedure on (B)(6) 2010 and topical skin adhesive was used. Two to three weeks after the procedure, the patient experienced a foreign body reaction. The patient was under the care of a dermatologist for five months. The patient was treated with steroid injections.